Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Pump supplies were changed multiple times. Customer alleged there were pump "volume discrepancies". There was no reported impact to customer's blood glucose. Customer reverted to using manual injections for insulin therapy. Tandem clinical diabetes specialist discussed event with the customer. Customer loaded a new cartridge and no additional issues were reported.